Event description:
It was reported that during a procedure the generator displayed error code 275, priming error with 2 rezum delivery devices. The device was turned off and then turned on, tried 3 times with one delivery device and then, it was replaced by a new one and tried again in 3 different moments with no luck. The procedure was cancelled or rescheduled. The patient was sedated under general anesthesia; there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during a procedure the generator displayed error code 275, priming error with 2 rezum delivery devices. The device was turned off and then turned on, tried 3 times with one delivery device and then, it was replaced by a new one and tried again in 3 different moments with no luck. The procedure was cancelled or rescheduled. The patient was sedated under general anesthesia; there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.